Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 20 days after dental implant was installed in intraoral region 24#, its non-osseointegration was observed. 45 ncm of primary stability was achieved, the patient presented bone type I, immediate load was performed and bone graft was performed. In addition, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.